Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2016-05257, 1825034-2017-03685 and 1825034-2017-03686.

Event description:
It was reported that the patient underwent a revision of an orthopedic salvage system approximately fifteen (15) months post-implantation due to loosening of the tibial component. The tibial blocks and stem were removed and revised.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." Concomitant products: medical product - oss tibial poly bearing 20mm, catalog#: 150414 lot#: 358720; oss poly tibial bushing, catalog#: 150476 lot#:684430; oss resurfacing femoral, catalog#: 150351 lot#: 645100; oss cemented im stem, catalog#: 150362 lot#: 216750; oss tibial block, catalog#: 150429 lot#: 643590; oss tibial block, catalog#: 150430 lot#: 106840; oss poly femoral bushing, catalog#: 150477, lot#: 236380; oss poly femoral bushing, catalog#: 150477, lot#: 795950; oss poly lock pin, catalog#: 150478 lot#: 482740; oss axle, catalog#: 150480 lot#: 333140; oss reinforced yoke, catalog#: 150493 lot#: 761690.

Event description:
Patient has been indicated for an orthopedic salvage system revision due to loosening of the tibial component. No revision has been reported to date.